Event description:
A malfunction occurred with the customer¿s pump, identified by malfunction code 13 and fault ID 0x221c. There was no need to reset the malfunction code, and the customer¿s blood glucose level did not exceed 500 mg/dl. The customer was provided with storage mode instructions and was sent a replacement pump by technical support. The customer used multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted and was instructed to return the faulty pump to tandem within 10 days. Additionally, the customer requested replacement supplies, which technical support agreed to send separately.